Event description:
It was reported that an interlink continu-flo solution set septum blew out of the y-site. It was reported an unknown pressure device was used with the product. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.